Event description:
As reported, a 10f optease retrieval catheter experienced an issue where a long strip-shaped unknown white object fell out from inside the tube after filter retrieval when the filter was pushed out. It was suspected to be peeling of the coating from the inner wall of the tube. There was no reported patient injury. The indication for filter insertion was deep vein thrombosis (dvt). The reported device was a retrieval filter. There was no thrombus present at the delivery site. Pre/post procedural imaging was completed. The vena cava was reported as normal in size and shape, and the size was estimated. There were no reported acute bends or tortuosity, including at the access site. There was no reported difficulty, resistance, or friction while advancing the deployment sheath or filter to the deployment target. The device and packaging were inspected prior to use. The user was trained on the device. The device was flushed prior to use. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.